Manufacturer narrative:
336234 evaluation statement: the reported event of bent pins on a female iui was confirmed by the technical practice consultant during a site visit (03 dec 19), however the iui was not returned for evaluation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement.

Event description:
It was reported that pcu had bent pins on the female iui. No patient involvement and no patient harm.